Event description:
Pt underwent lumbar, laminectomy in 2008, with placement of a drain. May 12, during removal of surgical drain, the drain broke. Pt required a return to surgery for wound exploration and drain removal.